Event description:
It was reported that this right ventricular lead exhibited oversensing. Due to this, the device delivered inappropriately eight shocks, the therapy got exhausted. It was determined that this was due "to" the lead having experienced dislodgement. This was cause due to the patient experiencing twiddler syndrome. The therapy was turned off and the patient was provided an external defibrillator. A lead revision procedure was scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that x-rays were performed in order to confirm the twiddlers syndrome. The system revision was performed and this lead was repositioned.

Event description:
It was reported that this right ventricular lead exhibited oversensing. Due to this, the device delivered inappropriately eight shocks, the therapy got exhausted. It was determined that this was due the lead having experienced dislodgement. This was cause due to the patient experiencing twiddler syndrome. The therapy was turned off and the patient was provided an external defibrillator. A lead revision procedure was scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported.